Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Power error 25 and power loss alarm due to connector resistance issue. Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector at electrical board. Device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert and it was a second occurrence. The customer¿s blood glucose level was 114 mg/dl. Customer stated that the battery was not lasting as expected. Customer reported that the battery cap was not loose, cracked or damaged. The customer was advised that the insulin pump needed to be replaced and continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.